Event description:
It was reported that revision surgery was performed due to pain, elevated ion levels and metallosis. The acetabular cup was inserted on (B)(6) 2009 and the modular head and modular sleeve were inserted on (B)(6) 2009. Upon device return to the manufacturer, it was determined that the implants had been incorrectly matched (contrary to the surgical technique) at the time of implantation, as the devices involved were a 54mm resurfacing femoral head (colour coded blue) and a 48mm acetabular cup (colour coded grey).

Manufacturer narrative:
Based on the information supplied, this patient was implanted with mis-matched femoral head (label colour coded grey) and acetabular component (label colour coded blue). The label colour matching of bhr implants is covered within the bhr surgical technique and surgeon training. Label colours on heads and acetabular cups are never to be mixed. Compatible femoral and acetabular components are all the same colour. In this case, mis-match of devices has contributed to the need for revision surgery.